Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective processor board. The board was replaced to resolve the issue and subsequent testing did not identify any further failures. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Sorin group rec'd a report that the heater cooler had a constant alarm and displayed an error during warming. The pt was not affected.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that during the heater cooler had a constant alarm and displayed an error during warming. The pt was not affected. The investigation is ongoing. A follow up report will be sent when the investigation is complete.